Event description:
On (B)(6) 2010, the pt. Got a cvk placed in the r subclavia and it worked fine until the (B)(6) 2010, then they couldn't get any back flow from the groshong cvk and sent the pt to x-ray. They could see that the cvk got a fracture under the right clavicle.

Manufacturer narrative:
The complaint of a break in the catheter was confirmed, and the damage appears to be user related. The catheter exhibited a complete break between the 13 and 14 cm depth marks as a result of complications related to pinch-off. The tubing was compressed and flattened at the break, which is attributable to mechanical compression within the costoclavicular region. The product IFU states, "catheters placed percutaneously or through a cut-down, into the subclavian vein, should be inserted at the junction of the outer and middle thirds of the clavicle, lateral to the thoracic outlet. The catheter should not be inserted into the subclavian vein medially, because such placement can lead to compression of the catheter between the first rib and the clavicle, which can cause damage and even severance of the catheter. A radiographic confirmation of catheter placement should be made to ensure that the catheter is not being pinched by the first rib and clavicle." A chr of lot # rete0491 showed no other similar product complaint(s) from this lot number.